Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead and it was noted that the drop has been since implant approximately one month prior. It was also reported that there was high thresholds on the right ventricular (rv) lead that have increased since implant approximately one month prior. Additionally, it was noted that there was underseeing on the rv lead and it was noted that the drop has been since implant. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead had ongoing elevated and variable thresholds and low and variable sensing. The rv lead was subsequently revised and remains in use. The next day the threshold was still variable when checked, but less than it was and the physician was satisfied with that. It was further noted that the patient had also complained of phrenic nerve stimulation which had worsened due to weight loss. Trouble shooting was done and the stimulation resolved. The left ventricular (lv) lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the atrial lead exhibited inappropriate pacing due to undersensing. It was also reported that both the ra lead and rv lead had retracted and lost all their slack. A lead revision was done to restore slack and the leads were sutured back down into the pocket.

Event description:
It was further reported that the physician planned to replace the right ventricular (rv) lead. A venogram was done prior to opening the pocket which showed the subclavian vein was occluded. The physician had been concerned the lead had dislodged. However, the leads appeared to be in good positions on the x-ray. In addition, the rv lead continued to exhibit high thresholds. The rv lead remains in use as the physician did not proceed with any surgical intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.